Event description:
Provider reports he took the fielder xt wire out and try to navigate the run-through wire into the mid rca. The wire kept buckling under the stent and tip got uder stent and had broken off.